Event description:
It was reported that a cerebrospinal fluid (csf) occurred while the physician was placing a lead. A blood patch was performed during the procedure to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.